Event description:
Device malfunction: suture detached from posterior link. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed it was noticed that the suture detached from the posterior link. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.